Event description:
It was reported the device was alarming invalid syringe size. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and the top case was cracked by the handle. Visual inspection showed there was an invalid syringe size alarm in history. Customer stated problem was verified when setting up for flow test. Testing found the barrel clamp guide screws were loose causing the size pot pin to come out of the slide. The root cause was attributed to the customer. The manufacturer installed size pot pin into the barrel clamp slide.